Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room following a vibratory alert. It was noted via merlin.net that the high voltage lead impedance was above the normal range and a fracture was suspected. Isometric testing and further interrogation at the emergency room confirmed noise and out of range high voltage impedance. The patient indicated plans were already being made to extract the lead. This was confirmed with the physician. Programming changes to turn off the device were made with the physician's consent in order to prevent inappropriate shock. The patient was stable. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes the patient had a laser extraction of the right ventricular lead and a routine generator change out. The explant procedure was successful with no complications. The patient was stable.